Manufacturer narrative:
Arjo representative found that the safety side rail was broken off the citadel plus bed. There was no indication regarding patient involvement. No injury nor other medical consequences reported. The safety side rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. The device evaluation performed by the arjo representative revealed that the left foot end side rail was damaged. The faulty part was replaced. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the safety side rail detachment might be related to an excessive force applied to the safety side. The circumstances in which the damaged occurred are unknown therefore the root cause cannot be confirmed. To conclude, the safety side rail was detached from the safety side rail mechanism and from that perspective, the citadel plus bed did not meet the performance specification. There was no indication that the bed was used with the patient when this issue occurred. Although no adverse event occurred, the complaint was decided to be reportable due to the safety side rail detachment.

Event description:
Arjo representative found that the safety side rail was broken off the citadel plus bed. There was no indication regarding patient involvement. No injury nor other medical consequences reported.